Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing palpitations. Merlin.net transmission showed atrial lead noise with ventricular tracking. Programming changes were made. Patient was fine after device reprogramming. Patient will be followed-up in clinic.